Event description:
Reporter alleges having knee implant on the (B)(6) 2016. She alleges delayed healing and started to experience pain, swelling, soreness and stiffness. She went to see her surgeon about 7 months after, and he told her it was fluid that will subside. "My knee throws me off and I have to catch myself when I'm walking this makes ambulation difficult." Reporter had x-ray on (B)(6) 2018 and the results showed looseness of the implant. Her surgeon recommended physical therapy and if that doesn't work, a revision would be necessary. Reporter alleges she is still experiencing stiffness and pain. She wants the FDA to be aware of the inconvenience she continues to experience due to the implant. Her concern is that zimmer has recalled some implants in the past and since her lot number is not part she was expecting a different outcome; however, she continues to suffer from discomfort, pain and stiffness.